Event description:
It was reported that while laser was firing the patient interface experienced a suction loss. No other information was provided.

Manufacturer narrative:
Corrected data: through follow up it was learned the suction loss did not occur after laser firing as initially reported. The suction loss actually occurred prior to laser firing. Has been corrected to reflect this information. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center has clarified that the issue reported did not occur during the laser firing. There were 2 separate patients that had lack of suction and that incident occurred prior to laser firing. There was no patient injury and the procedure was completed successfully.

Manufacturer narrative:
Correction as this product is labeled for single use.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.